Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has been hospitalized three times this year due to multiple hypoglycemic episodes. The patient's blood glucose at the time of most recent incident was 34 mg/dl. She reports being immobilized and having slurred speech as a result of having lows while she was asleep. The customer's fasting blood glucose is usually above 200 mg/dl because she fears going to bed low due to the paralysis feeling she has woken up to. Her most recent hospital visit occurred after her body felt so heavy that she fell down and couldn't move. Customer stated that she will call back to troubleshoot her pump and that she will continue working with her doctor regarding her insulin pump settings.